Event description:
It was reported that the user experienced repeated episodes of hypoglycemia and hyperglycemia after starting over on a replacement ilet device, with recent serious hypoglycemia noted and alerts for urgent low, low soon, low, and high glucose; the user reported using oral glucose and had glucagon available, and was provided troubleshooting and education, with plans to connect with clinical management. Symptoms included hypoglycemia and hyperglycemia with associated urgent low and high glucose alerts. Outcomes included transient interruption of normal activities due to the acute glucose excursions. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed that the cause of the hypoglycemia and hyperglycemia was unclear. It was concluded that no device malfunction was confirmed and that user support and education were provided to mitigate risk. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.